Manufacturer narrative:
Complaint allegation is confirmed. Upon visual inspection, it was noted that the tip of the device was broken off. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to misaligned insertion; prying/leveraging the device during insertion.

Event description:
On 4/5/2024, a sales representative via (B)(4) reported that an ar-9621-30t 30mm tap on the tip of the tap broke off into the patient during mgs central tapping. The surgeon was able to retrieve all the pieces from the patient. The case was completed using a 35 tap and screw, and no secondary surgery is needed. This was discovered during an rsa procedure on (B)(6) 2024, with no reported patient harm. Additional information was received on 4/10/2024: there was no delay in the case reported. They removed the fragments and tapped to a 35, and used a 24+4/35 screw to complete the case. Additional information was received on 08/27/2024: the customer initially reported on 04/05/2024 that one device failed during the procedure, but a total of two ar-9621-30t 30mm tap were received with the same failures and confirmed that the second one was also related to the same complaint and same failure that was filed on 04/05/2024.